Event description:
Additional information reported that the patient was admitted on (B)(6) 2023 neurological changes at home. The additional log showed multiple pulsatility index (pi) events that were occurring starting on (B)(6) 2023 at 8:05:01 to 11:28:39. It was reported that obstruction was ruled out. Computed tomography angiography (cta) of chest/anteroposterior was performed. The patient was asymptomatic during pi events. The patient was still inpatient, and the account was planning to attempt to list for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files review was requested due to patient having acute onset low flow alarms and abdominal pain. Log file review captured the flow was averaging about 4.5 lpm on (B)(6) 2023 between 2:05:53 and 11:11:07. At 11:11:09 flow drops to 3.6 lpm. At 11:11:11 flow was 2.2 lpm. At 11:11:21 flow is 0.0 lpm. At 11:13:40 flow is 0.3 lpm and recovers to 1.1 lpm at 12:46:18. Another log file review was submitted with concern of possible inflow cannula obstruction. Log file mostly filled with low flow events. The set speed has been increased to 6000 rpm, but the flow is low for a set speed of 6000 rpm. On (B)(6) 2023, the patient had a ramp echocardiogram (echo) speed up to 9000 rpm and down to 3600 rpm. It achieved retrograde flow. The speed was incrementally increased back to 5800, flowing 4.7 pi 3.6 wt 4.6. The log showed the pump parameters responded as expected during the ramp study. The ramp study lasted for about 16 minutes. Post the ramp study the flows were in ranges expected for a set speed of 5800 rpm. The patient was doing well. There were no signs of neurological changes, and the flows were within normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported abdominal pain and neurological changes could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed low flow alarms. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Additional information revealed that the patient was admitted due to neurological changes at home. A computed tomography angiogram (cta) of the chest was conducted and the patient was asymptomatic during pulsatility index (pi) events. Additionally, an obstruction had been ruled out. The patient remains inpatient, and the account is attempting to list the patient for transplant. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C and the hm3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm3 lvas, including neurological event (not stroke-related). Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the hm3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿ describes the pump flow display and the hazard alarms, and explains that changes in patient conditions can result in low flow . Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm,) a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.